Event description:
The report stated that during a radio frequency ablation procedure, a water leak occurred at the connection between tubes which is outside the sterile field. Another needle electrode was used to complete the procedure. No injury was reported. However, evaluation of the returned sample at valleylab found a water leak at the handset which is in the sterile field.

Manufacturer narrative:
Date of initial report: 11/14/2007. The incident sample was returned and confirmed to leak. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.